Event description:
It was reported that while prepping a 2.5x15 rx xience xpedition stent delivery system (sds), although the sheath had not been difficult to remove and the device was prepped after sheath removal, it was noted that the stent had dislodged and was found to be located inside of the protective sheath. The device was not used in the patient. Another rx xience xpedition was unpackaged and used successfully to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.